Event description:
Machine experienced invalid gas ID alarm. MFR still researching cause. A second failure involving another identical machine occurred 2 days later, 07/23/2005. The computerized monitor screen went "black" so the parameters/settings could not be seen. MFR determined cause to be loose cable within the monitor housing. MFR researching etiology- plans to x-ray cable ends from 3 directions. Final reports pending. Neither failure resulted in pt injury. Both machines removed from service. A previous report submitted in november 2004 related to 2 failures involving this model ventilator which resulted in medical interventions to prevent serious pt injury. Those failures were researched and the problem identified and corrected. New machines were provided in july 2005 and were tested 120 hours with no failures, then placed in service. Two weeks later these 2 failures occurred. Due to our concerns related to continued risk of failure and potential injury to pts, all 14 machines are being returned to the MFR and replaced with a different model.